Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all the test results obtained. The expected fasting blood glucose test result range is 105-120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call, a back to back blood test was not performed by the customer (customer refused). The test strip lot manufacturer¿s expiration date is 01/16/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1 : 264mg/dl, date: (B)(6) 2019, time: 3:42pm, fasting. Result 2 : 245mg/dl, date: (B)(6) 2019, time: 8:35am, fasting. Result 3 : 268mg/dl, date: (B)(6) 2019, time: 8:13am, fasting. Result 4 : 279mg/dl date: 10/21/19 time: 6:20pm non-fasting result 5 : 264mg/dl date: 10/20/19 time: 6:43pm fasting.

Manufacturer narrative:
Sections with additional information as of 11-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 11-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".